Event description:
It was reported by the (B)(4) study that the patient received several inappropriate shocks due to t-wave oversensing and was admitted to the hospital. It was also noted upon interrogation that the r-wave amplitude had decreased. A chest x-ray, blood tests, and a stress test were performed and were all within normal limits. Parameters were reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.